Event description:
It was reported that upon implant the right ventricular lead helix would not extend and the impedance was high. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The helix/lobe was distorted/bent and blood was observed in/on the helix/lobe mechanism. The helix was slightly stretched out of specification, however extension and retraction values were within specification. Damaged at implant was noted.